Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported signal fl4 absent on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Upon further review of service records it was found that the tarpon amp board did not fail as originally reported. The field service engineer (fse). A failure of the vme backplane and hv dac card caused complete signal loss at the fl4 channel position and amp board error on all channels. The fse replaced the vme backplane and hv dac card to resolve the reported event. Result codes were added to reflect current information. Bec internal identifier - (B)(4).